Manufacturer narrative:
The insulin pump passed functional testings including the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system alarm, and no delivery tests. The no delivery alarm functioned properly. Water did exit the infusion set during testing. The pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The pump had a cracked case at the display window corner, a minor scratched lcd window, cracked battery tube threads, and a cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Additional cosmetic damages on the insulin pump include a cracked case at the display window corner, a minor scratched lcd window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016 with a blood glucose of 600 mg/dl. Customer stated that yesterday her pump needle became bent and non-deliverable but her insulin pump did not alarm her. Customer had to go to the emergency room due to her high blood glucose. Customer stated that this is the third time that this has happened. Customer stated that she wore the infusion set for hours before realizing her high blood glucose. Customer had symptoms of chest pain, shortness of breath, high blood glucose, and nausea leading to her hospitalization. Customer was given IV fluids, potassium, and nitro glycerin. Customer was wearing the pump at the time of the hospitalization. Customer reported having a blood glucose of 400 gm/dl when there was an absence of the no delivery alarm. Troubleshooting was performed but customer wants the pump replaced.